Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital hemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626806) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included menses irregular. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("autoimmune: fibromyalgia"), the first episode of fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), hot flush ("hot flashes"), chills ("chills"), hyperhidrosis ("perspiration"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the second episode of fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (dilatation and curettage, ablation on (B)(6) 2013 and she underwent essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain, back pain, menorrhagia, fibromyalgia, weight decreased, weight increased, vaginal discharge, vaginal infection, hot flush, chills, hyperhidrosis, vaginal haemorrhage, depression, migraine, dysmenorrhoea, dyspareunia, the last episode of fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, chills, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital hemorrhage, hot flush, hyperhidrosis, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal hemorrhage, vaginal infection, weight decreased, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: per summon essure insertion date: (B)(6) 2008. Discrepancy noted: date of removal:(B)(6) 2014. Right side :1-2 coils, left :4-5 coils. Lot number: 626806. Manufacture date: 2008-03. Expiration date: 2010-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 626806) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included menses irregular. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("autoimmune: fibromyalgia"), the first episode of fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), hot flush ("hot flashes"), chills ("chills"), hyperhidrosis ("perspiration"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the second episode of fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (dilatation and curettage, ablation on (B)(6) 2013 and she underwent essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, menorrhagia, fibromyalgia, weight decreased, weight increased, vaginal discharge, vaginal infection, hot flush, chills, hyperhidrosis, vaginal haemorrhage, depression, migraine, dysmenorrhoea, dyspareunia, the last episode of fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, chills, depression, dysmenorrhoea, dyspareunia, fibromyalgia, genital haemorrhage, hot flush, hyperhidrosis, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: per summon essure insertion date: (B)(6) 2008. Discrepancy noted: date of removal: (B)(6) 2014. Right side :1-2 coils, left :4-5 coils. Most recent follow-up information incorporated above includes: on 21-may-2020: pfs received. Reporter's information added.lot no. Were added.new events:abnormal bleeding (general) , abnormal bleeding (vaginal, ), migraines / headaches , dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , fatigue ,lower abdominal pain were added. Medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("pain: back"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("autoimmune: fibromyalgia"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), hot flush ("hot flashes"), chills ("chills") and hyperhidrosis ("perspiration") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (she underwent essure removal). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, fibromyalgia, weight decreased, weight increased, fatigue, vaginal discharge, vaginal infection, hot flush, chills and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, back pain, chills, fatigue, fibromyalgia, hot flush, hyperhidrosis, menorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: per summon essure insertion date: (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. This case is now incident. Previously reported event ¿injury to herself¿ was replaced with new events- pain: pelvic, pain: abdominal, pain: back, menorrhagia (heavy menstrual bleeding), fibromyalgia, weight loss, weight gain, fatigue, vaginal discharge, vaginal infection, hot flashes, chills, perspiration and she did not undergo confirmation test. Reporters, essure insertion/removal date were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.